Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03115 it was reported that the patient observed yellow wrench alarms on his new system controller. Log file review captured speed drops on (B)(6) 2020 and (B)(6) 2020. Ongoing low speed alarms occurred on both batteries and the power module. The patient's system controller was exchanged. The patient was admitted for observation and transferred to an ungrounded patient cable. Patient had normal test results and did not appear to have a clot. X-rays of the driveline were taken due to concern for short to shield. Driveline replacement was performed on (B)(6) 2020.

Manufacturer narrative:
Incidental findings: superficial damage to the outer silicone jacket was found. Manufacturer's investigation conclusion: the report of low speed and pump stop events can be confirmed based on the submitted log files. The log files contained overlapping sets of data, spanning from 29may2020 9:47:24 to 03jun2020 10:46:10 per timestamp. Throughout the captured data, numerous low speed advisories and pump stops were observed while the patient was on power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a tech service representative on (B)(6) 2020. Approximately 17.5¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire of wire-shield shorts were induced during this intact testing, even with the manipulation of the driveline. The silicone sleeve was removed, and examination of the bionate revealed a blue tint. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Multiple requests for additional information was requested but nothing was received. The patient remains ongoing on vad-59890. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.